Manufacturer narrative:
H3: analysis of the programmer (s/n (B)(6)) revealed a broken/worn front case and scratched face plate. The device tested okay with no problem found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported their patient programmer wouldn't work or turn on since a month ago and they had to replace the aaa batteries every 2-3 days and would drain fast. Patient noted they were using high energy batteries, but they also trying regular alkaline batteries. Patient service specialist helped the patient inspect the battery compartment and battery pack, but no visible damage was detected. The issue was not resolved.

Manufacturer narrative:
Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include:   brand name ; product ID 97740 (serial: (B)(6)); product type: 0201-programmer patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.